Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the right cylinder eroded into the urethra. The cylinder was removed and the left cylinder, pump and reservoir remained implanted. There were no additional patient complications reported.